Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient and the rhythm diagnosed as fine vfib vs. Asystole. The device was used to administer three shocks of 200 joules, but according to the reporter, no energy was transferred to the patient based on the observation that the patient did not "jerk" when the device discharged. A backup AED on the scene was used, but the AED advised a no shock decision and the reporter stated that the alleged device malfunction did not cause or contribute to the patient's death because of the patient's lack of viability.